Event description:
This report is based on information provided by philips distributor and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the self-test failed. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The field service engineer onsite checked and found device prompt: treatment disabled. Fse performed the operation again and device returned to full functionality. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.